Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device shut down during patient use. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
It was determined that the cause of the reported issue was a watchdog reset following a gui failure. The watchdog reset is a well-established software safety mechanism. The goal of the watchdog reset is to serve as an intentional backup system to detect a potential software issue and quickly return the device back to a safe operating condition without additional operator intervention to troubleshoot the issue (such as powering the device off then back on, removing and reinstalling power sources, etc). If a detected software anomaly occurs on the lifepak 35, the watchdog reset automatically initiates a ¿warm boot¿ which will restart the device while preserving the settings and mode that was last being used with the intent of minimizing interruption to the clinical workflow.

Event description:
The customer contacted stryker to report that their device shut down during patient use. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however, there was no adverse event reported.